Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 3.7, lab: 2.6. When pt initially got meter and tested 3 consecutive times the first week results were: 5.1, 5.0 and 4.7.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. A. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio meter = 3.7 inr; reference = 2.6 inr; mean = 3.15; confidence limits = 1.9-4.6, twenty mins. Lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. B. Inratio precision data provided by end-user lot: date: (B)(6) 2010, 1st inr = 5.1, 2nd inr = 5.0, 3rd inr = 4.7, mean = 4.93, sd = 0.21, %cv = 4.22. Since 4.22% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. As of (B)(6) 2010, 10 discrepant results complaint were reported for lot #225323 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.